Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a communication error could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was a patient involvement.

Event description:
The customer reported that the patient returned from being off the unit with the pump connected to the IV pole of the wheelchair with heparin infusing properly. When transferring the pump on the wheelchair to the IV pump in the room the heparin was temporarily paused and once the pump was unscrewed from the wheelchair and screwed onto the bedside pole a message read "communication error" and all buttons were not able to be pressed on the pump. A new pump was obtained and the heparin was connected and restarted. There was no report of patient harm. Biomed found no issues.